Event description:
It was reported that the patient fell last year sometime and knocked it a little out of place but they said it was ok. Additional information received reported that the patient had slight lead migration that was seen on an x-ray. The diagnostic performed was an x-ray on (B)(6) 2013. It was noted that no malfunctions were seen, the impedances were good, and the patient was reprogrammed.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va01w5t, implanted: (B)(6) 2012, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician; product ID 3093-33, lot # va01w5t, implanted: (B)(6) 2012, product type lead. (B)(4).